Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The reason for call was pt rep reported patient had a programming session the other day and was switched from group a to group d and it was not doing very well, they are trying to switch it back to a. Caller said they have tried turning on both pieces of equipment but they won't talk to each other, they are not connecting. Pt rep tried to use the equipment and reported getting not found communicator and they have scanned the code. Worked with pt rep to reset the communicator by pressing and holding on the power button for 45 seconds and after resetting, pt rep was successful to synch with the implanted neurostimulator and change the group back to a. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned other medical history. This included pt rep said patient usually feels the zap in their head when they switch from group to group, sometimes when they change it pt bites their cheek or gets lightheaded, they usually feels it in their head when the changes to the group are made.